Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a manual injection. The customer stated that he put in a new battery and the display was blank. The customer stated that the battery usually lasted 3 to 4 weeks and it only lasted a few days. The customer tested the batteries and said they were good. The customer stated that the battery cap was not damaged or corroded. The customer was advised to monitor the pump and call if issues recur.